Manufacturer narrative:
Gehc recommended replacement of the ventilator interface board. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, when the unit is turned on, 'no expiratory flow sensor' and 'no inspiratory flow sensor' alarms occur. There was no report of patient involvement.